Event description:
After a tedious investigation, this product is not FDA approved by any means, and the distributor/manufacturer is actively selling the product and claiming that it is approved since 2010. (B)(4). If you check the (B)(4) website and FDA website, the uni black foam is not an approved item, labeling is completely wrong. The uni white foam dressing is not an approved item, labeling is completely wrong. (B)(4) medical claims to be a manufacturer, but there is no FDA approval in the FDA database. Their foam dressing is used in a negative pressure wound therapy environment, so it automatically falls into a class ii product. The uni white foam might be a class iii as it goes deep into a patient's wound, and does come into contact with bones. (B)(4). There is no data when I asked one of the sales rep, their names are (B)(4). They have not been able to produce a FDA approval number since last year at any time. I have strong reason to believe that both companies are related. Thank you. The products are non FDA approved products.